Manufacturer narrative:
Summary of the investigation results: based on our investigation results, the ventricular catheter was returned in two parts and showed signs of cuts and cracks that were not caused by the manufacturing process. We are unable to explain how the above-mentioned damage occurred. The irregular separation indicates that the catheter has come into contact with a sharp object. Testing procedures with catheters under tension to the point of tearing shows only a raw and uneven surface (no.2). Quality assurance is performed before each shipment of products. In general, all catheters undergo a tensile test and a visual inspection. All tests are documented in an acceptance report. The returned product has successfully passed all tests. Therefore, the presence of a defect at the time of delivery can be excluded. We would also like to draw your attention once again to the "safety measures and contraindications" section of the IFU sent with the product, where it is pointed out that caution should be exercised when using sharp devices while handling the catheters. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a vetricular catheter part of a progav 2.0 shunt system (#fx424t) tore during pre-surgery preparations. No patient involvement.